Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using a transcatheter aortic valve replacement (tavr) procedure using a small flexnav delivery system. The length of the membranous septum was 3.5mm. There was no calcification was present extending beneath the aortic annular plane in the interventricular septum. During procedure, while in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was not positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of then non-coronary cusp (ncc) due to they intentionally implanted deeper due to septal bulge. During wire insertion, the patient had a heart block. The valve was successfully implanted at a depth of 6mm on ncc and 6mm on the left coronary cusp (lcc). The patient left the room with a temporary pacemaker set at 80bpm. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the complete heart block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as temporary pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.